Event description:
Reportedly, the ventilator stopped ventilating. Then, the patient's mother tried turning the ventilator off and on to re-start it. However, the ventilator would not allow any setting changes and the audible alarm kept sounding continually. When the ventilator was back on again later, "system error" message was shown in the led screen. The patient was ambu bagged and then switched to the back-up ventilator. Please note that there was no permanent injury in this case.